Event description:
The user facility reported a 64-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the patient experienced two small strokes after 2 weeks of support. Transesophageal echocardiography (B)(6) revealed no visible clot on device, in apex or appendage. Decision was made to explant the device, however, the physician had difficulty passing the motor housing freely out. Device was removed, graph and chest closed.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. Stroke - the cause of the stroke was patient condition related since the product was not returned. Removal issue - the cause of the removal issue was use issue since the angle of the graph under the sternum caused the removal issue. This report is being filed as part of a retrospective review of historical records.